Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power to the mobile power unit (mpu) was could not be confirmed as no log files were submitted for review and no product was returned for further analysis. Provided information indicates the mpu was never dropped and there were no signs of electrostatic discharge or power outages at home. A loaner unit was provided to the patient. Additional information indicates the mpu had a v-lock connector at the time of the event, an additional power cord with a v-lock connector was connected to the unit with no resolution to the issue, the mpu was removed from service, the cause of the reported event was not identified, no log files were available for review, and the mpu would not be returning for further analysis. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The ""patient care management"" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device history record for the mobile power unit (serial number (B)(6) ) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They also tried a new v-lock power cord with no success. The cause of the mpu not working was not identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) that was provided on 14mar2025 seemed to be "dead." The patient stated that the mpu was never dropped and there were no signs of electrostatic discharge or power outages at home. The left ventricular assist device (lvad) equipment technician tried switching out the power cable and the batteries with no luck. The mpu was taken out of service.